Event description:
Rptr complains of capsular contractures, ruptures, constant pain, lupus, fibromyalgia, headaches, sweats, gastrointestinal problems, muscle aches, facial & neck pain, swollen glands & pain around implants.